Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The base framework was replaced to resolve the issue.block a: no report of patient involvement.legal manufacturer:hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak that could cause insufficient o2 or fresh gas flow. There was no patient involvement.